Manufacturer narrative:
The explanted electrode was not made available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks. Upon review of device data noting decreased r-wave amplitude and noise in primary vector resulting in double detection and the reported inappropriate shocks. There were also untreated episodes exhibiting similar behavior. An x-ray was obtained showing migration of the electrode since implant resulting in a marked change in morphology. Boston scientific technical services (ts) provided suggestions for additional testing and advised the physician consider a revision procedure to reposition the system. It was noted the sensing vector was reprogrammed pending additional review. Information was later received indicating a revision procedure was performed wherein the electrode was explanted and replaced. No adverse patient effects were reported. This system remains in service.